Event description:
In 2001 the end-user called minimed, USA and stated that the sites have become detached from adhesive as sets were worn. It has happened with 2 sets already. In june 2001 maersk medical received the complaint and 1 used infusion set. The incident took place in USA.